Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device is not marketed in the us. Results: a sample was not returned to the manufacturing facility for evaluation. Bd (B)(4) also indicated that a used sample was returned and no damage which might cause detachment of the hemogard cap on both hemogard cap and tube was observed and that the sample will not be sent for further evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#: (B)(4).

Event description:
It was reported that the cap on a bd vacutainer® k2 edta, 2.0ml, 13x75mm, detached and blood scattered during mixing. There was no report of injury or medical intervention.